Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) and surgeon side console (ssc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was visually inspected and no issues were found. All fiber ports were inspected where no contamination or damage were seen. The unit was installed onto a known good system and powered on with no issues. The light levels where checked and all values were as expected. The unit was left to idle for two hours and power cycled for five hours. The ssc ccc was visually inspected and no issues were found. The unit was installed onto a known good system where the ssc was unable to be seen. A 32321 error was also present. The unit was taken to a programming station where it was confirmed non-functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a non-functional ssc ccc. This issue can be resolved by fse replacement of the part.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report repeated error 32321. The customer disconnected console2 and powered on without errors. Logs show 31089 and 54, indicating fiber communication errors. Detailed logs were not available. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to procedure with no patient involvement.